Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed a kink at the nosecone. The device was returned with a guide wire froze in the device. It was sticking out of the distal end approximately 17.5cm and sticking out of the proximal end of the device approximately 57cm. The stent was not returned with the device. The pull handle was pulled its entire travel. The device handle was opened. It was noticed that the proximal inner shaft was prolapsed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment difficulty and stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery. A 7x180x130 innova¿ stent was advanced contralaterally to the lesion and deployment was initiated via rotation of the thumb wheel, however high force was required to turn the wheel and it stopped rotating half way through the stent deployment. Deployment of the stent was completed using the pull grip and it was noted that the stent was stretched, well positioned and well apposed. Another innova stent was advanced and deployed to complete the procedure. There were no patient complications reported in relation to this event.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.

Event description:
It was reported that deployment difficulty and stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified left superficial femoral artery. A 7x180x130 innova¿ stent was advanced contralaterally to the lesion and deployment was initiated via rotation of the thumb wheel, however, high force was required to turn the wheel and it stopped rotating half way through the stent deployment. Deployment of the stent was completed using the pull grip and it was noted that the stent was stretched, well positioned and well apposed. Another innova stent was advanced and deployed to complete the procedure. There were no patient complications reported in relation to this event.